Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported two patients with dull, hazy iols and decreased visual acuity. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second of two patients.

Manufacturer narrative:
(B)(4). Evaluation: no device evaluation performed, instrument shutdown. Inconclusive, no device evaluation performed. Investigation summary: the customer reported that prior to running the patient sample on the cell-dyn 3700 instrument, quality controls (qc) and backgrounds were within range. The customer stated that the cell-dyn 3700 was no longer being used and was in the process of performing ready to ship cleaning procedure, as the instrument was being shipped out of site. The customer stated new results were being reported on a new instrument. The customer technical advocate (cta) requested qc results and reagent information; the customer stated that since the instrument was being shutdown, the information could not be provided. The event is addressed in product labeling. A non-statistical trend (nst) review was performed for complaints and no nst was identified. Based on the investigation, with the limited information provided by the customer, no product issue was identified for the cell-dyn 3700, in regards to the reported issue. There is no systematic issue with the cell-dyn 3700 product line. This is the final report.

Event description:
The customer states that a technician operating the cell-dyn 3700 analyzer reported a hemoglobin result of 6.1 g/dl to the physician. The physician then proceeded with scheduling a splenectomy on the patient. The operating technician then repeated the sample twice using an alternate analyzer, cell-dyn 3200, obtaining hemoglobin results of 9.1 and 9.0 g/dl. The sample was then repeated using an alternate method (siemens hematology analyzer) yielding a hemoglobin value of 8.9 g/dl. The sample in question was then repeated using the cell-dyn 3700 analyzer obtaining a hemoglobin result of 5.8 g/dl. Prior to running patient samples on the cell-dyn 3700 analyzer, quality control and background checks recovered in range. The customer states that based on the higher hemoglobin results obtained and subsequently reported, the patient did not require surgery and surgery was not performed. The customer states that the patient is doing fine with no adverse outcomes reported related to this issue. No further patient information was provided.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.